Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient receiving hydromorphone, baclofen and marcaine via an implantable pump for spinal pain. The patient reported they want the pump removed. The patient stated, "I've lost my life three times with this thing" because the pump "malfunctioned". The patient clarified that by this, they meant the pump "emptied medication too soon, when I showed up, it was bone dry and caused me to have a heart attack". The patient stated this all happened "beginning of (B)(6) 2017".